Manufacturer narrative:
View & functional test: customer complaint: disconnected while in use. N ° 357 and 358, operating time> 15 minutes. Visually, the trepanation motor is in good condition. Caution: vigilance. Disassembly m. Error description: at a time of 10 min. 20 test bores were set. Ok. The running noise was ok. T. Max. 31grad. Iso: ok, 440ma. Cable (motor connection side) can be pulled off. Date of manufacture: 08.11.2016. Maintenance date: 2018-01. Consultation with (B)(4) on 05.08.2017 and (B)(4). Clutch on the engine side does not correspond to the target. The leaf spring ga961272 and the control spring ga861272 must be replaced because the holding function is too weak. Error and cause analysis: production.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the device disconnected while in use. All med watch submissions related to this report are: 9610612-2017-00194.